Event description:
It was reported that ext/1cq/mq/std/20cm had flow issues on 2 occasions during use. The following information was provided by the initial reporter: this is a report about a flow issue of 385413-zat. When connecting the connector of jms IV line to q-syte, the hcp found that the infusion fluid did not drip.

Manufacturer narrative:
H6: investigation summary it was reported that when connecting the connector of jms IV line to q-syte, the hcp found that the infusion fluid did not drip. Received an opened package, extension tubing, extension tubing with a stopcock, and extension tubing with a stopcock, a q-syte and, a q-syte top body. Visual inspection of the device was performed. No visible damage was found to the device. The q-sytes were then attempted to be removed for flow testing per vtp-06. The q-syte was unable to be removed from the device by hand or with pliers, as the devices could not be separated the q-sytes will be tested attached to the stop cock and the extension tubing. Testing results returned with flow rates of 19.38 l/hr for the full q-syte and 18.84 l/hr for the top body q-syte. Both are within specification per pps-131-f. The DHR for sublot 9273043 has been reviewed. This lot was built, and bulk packaged on qfa line 4 from (B)(6)2019 through (B)(6)2019 for a quantity of (B)(4) units. No related quality issues or process deviations were found. The DHR for sublot 9057895 has been reviewed. This lot was molded and bulk packaged from (B)(6)2020 through (B)(6)2020 for a quantity of (B)(4)units. No related quality issues or process deviations were found. The DHR for sublot 9011606 has been reviewed. This lot was molded and bulk packaged from (B)(6)2020 through (B)(6)2020 for a quantity of(B)(4)units. No related quality issues or process deviations were found. A root cause cannot be determined in the absence of a confirmed defect.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ext/1cq/mq/std/20cm had flow issues on 2 occasions during use. The following information was provided by the initial reporter: this is a report about a flow issue of 385413-zat. When connecting the connector of jms IV line to q-syte, the hcp found that the infusion fluid did not drip.

Manufacturer narrative:
The following fields have been updated with corrections and additional information: d.4. Medical device expiration date: 2023-01-31. D.4. Medical device lot #: 2002251c. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-10-02. H.3. Device returned to manufacturer: yes. H.4. Device manufacture date: 2020-04-09.

Event description:
It was reported that ext/1cq/mq/std/20cm had flow issues on 2 occasions during use. The following information was provided by the initial reporter: this is a report about a flow issue of 385413-zat. When connecting the connector of jms IV line to q-syte, the hcp found that the infusion fluid did not drip.